Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the left and right monitors. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the monitors on the 9800 system have "burn-in" and a shadow can be seen on the monitors. There was no report of pt injury.